Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient dutring test." No patient involvement was reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed on the sample. It was noticed, however, that there was a yellowish stain on the surface of the tracheal cuff. The cuff pressure of the tracheal clear cuff and bronchial blue cuff were tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that the cuff pressure of the clear cuff deflated rapidly at 25 mbar whereas the blue cuff remained at 25 mbar. A water leak test was then conducted on the complaint device. No bubbles were observed flowing out of the bronchial blue cuff whereas bubbles were observed flowing out of the tracheal clear cuff. The area of leakage was then observed under magnification and a cut mark was found on the cuff. There is a 100% inspection at the manufacturing facility in which a leaking cuff would be detected prior to release. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Other remarks: based on the investigation performed, the reported complaint was confirmed. The cut mark on the cuff most likely occurred during the intubation process, although this could not be confirmed. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
Customer complaint alleges "doctor in (B)(6) hospital found the cuff leakage prior to use on patient during test." No patient involvement was reported.